Manufacturer narrative:
Concomitant medical products: aczone®, micro-needling or skin pin with skin pen®. (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was treated in the full face and neck for micro-needling or skin pin using 3+ passes of skinpen® to pin point bleeding. Blt was used as anesthetic. The skin was lubricated with lift. Barrier cream and spf product were applied at the end of the procedure. The patient was then injected in the cheeks with 1ml of juvéderm voluma® xc. The patient was using aldactone® and aczone® concomitantly. Two days later, the patient experienced ¿white/pale area on right cheek from the temple to a scar on the right mid cheek area¿. On the following day, the patient attended for review and concern of ¿white line along [the patient¿s] r cheek, globbing of voluma in areas on r cheek as well as new onset pain/pressure to r cheek¿ was noted. The patient also reported to be ¿concerned about cosmetic appearance ¿ a linear bulge from [the patient¿s] cheekbone vertically down the midsection of [the] cheek, and a lump on [the] anterior cheek.¿ the hcp noted that it was possible ¿that the scar tissue from mole removed mid cheek in the past may have affected the results¿. The patient was concerned about the worsening of the symptoms. After cleansing with etoh, hylenex® was injected into all aspects of r cheek along the area of pale tissue and massaged. There was minimal bleeding which resolved with gauze pressure. Ice, tylenol for pain, or ibuprofen for continued inflammation were recommended. The ¿patient¿s issues¿ resolved 4 days later. ¿complication of dermal filler treatment ¿ possibly pressure on blood vessel or nerve¿ was noted as healthcare professional impression. The hcp reported the cosmetic appearance as ¿acceptable, but not optimal¿. No treatments at the time were recommended ¿due to emotional distress¿. The hcp further noted that the patient ¿suffered worrying about possibly severe adverse effects from the treatment.¿ over 2 weeks later, the patient went to a plastic surgeon who injected the patient with unspecified dermal fillers. About 3 months later the patient complained of issues with the eyes, physically sick, and bed ridden. The hcp believes these symptoms are not related to the juvéderm voluma® xc or the unspecified dermal fillers.